Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. The analysis results found that the tsw45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or trough a locked cartridge causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a video enter anastomosis procedure, when the surgeon started using the device, it locked and he could not use two reloads. No further information is available. Unknown how case was completed. There were no adverse consequences to the patient.